Event description:
It was reported that the customer had issues with the serter. The customer stated that the sensor needle broke off inside the serter and was stuck inside the serter. The customer's blood glucose was 188 mg/dl. Troubleshooting was done. The issue was not resolved by reviewing proper use of the serter. Advised to return the serter if available. Advised that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
One opened/used elite serter was inspected and the needle hub was found inside the enlite serter catch arm. Insertion test was not performed due to needle hub anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.